Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular treatment procedure using an 8f sheath. Reportedly, the angle of the prostyle device was kept at 45-degrees and the plunger was pushed in, but when the plunger was pulled out, there was no suture attached, thus a cuff miss [device needles not engaging with the cuffs] was noticed. A guide wire was reinserted and a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The product was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.